Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, the tip was observed to be broken off, verifying the reported incident. A device history review was performed for reported lot 2407057, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the same lot were used for additional evaluation. All product was visually inspected, the tips were verified to be properly molded and no damage or other defects within the tip were observed. Functional testing was performed, connecting the syringes to a mating luer. In all cases the syringe could connect without issue and no tip breakage occurred. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. No issues related to the reported event were found. Based on the available information and given the device records did not identify any failures related to this incident, we are not able to determine a root cause related to our manufacturing process at this time. It is likely the tip broke due to the force used when engaging the device. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
A material safety report. The incriminated equipment has been preserved for recovery and expertise. Circumstances of occurrence / description of facts: a 50ml syringe containing darzalex 1800mg was returned today from the outpatient department because the ll tip had broken off. This problem has arisen on several occasions recently. Syringe cost: (B)(6) (lost).